Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 12 months post implant of a bifurcated device, and two suprarenal aortic extensions, and two limb extensions, an endoleak from the bifurcated was identified. Reportedly, the patient presented symptomatic; and a computed tomography identified the endoleak. The physician chose to reline the device with an additional bifurcated device and a suprarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the product placement might have been incongruent with IFU instructions and sizing recommendations due to the angular, aneurysmal aortic neck and the aortic cuff size two sizes bigger than the main body. There was evidence of the first suprarenal extension unintentionally migrating distally, requiring an additional cuff. This finding might not be relevant since the substantiated endoleak was found near the bifurcation. Aneurysms 60 mm are at greater risk for rupture; this patient factor might have contributed to this complaint. Also substantiated, was an aortic rupture and the secondary procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, the root cause could not be conclusively determined; however, device placement might have been incongruent with IFU instructions and sizing recommendations which might have been a factor.